Event description:
It was reported that the right ventricular (rv) lead monitor polarity switched to unipolar due to high impedance. The rv lead dislodged. The patient experienced extracardiac stimulation which resulted in an emergency room visit. The lead was turned off, explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 pacemaker 201 (B)(6); 5076-45 implantable pacing lead 2013 (B)(6). (B)(4).